Event description:
On 12/2/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 11/29/2024. On 12/4/2024 a beta bionics customer care agent followed up with the user's mother about the event. The user's mother reported issues pairing her phone to the dexcom continuous glucose monitor (cgm) app and stated the ilet had lost power, which was later resolved after recharging. She drove the user to the ER on 11/29/2024, where they were admitted on 11/30/2024 and released on 12/2/2024. During the event, the user's bg exceeded 400 mg/dl for several hours, with the device providing alerts. Immediate symptoms included nausea and vomiting. While hospitalized, the user received lantus. The mother assisted due to the user's symptoms. Following discharge, the user resumed using the ilet system.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.